Event description:
It was reported that the patient underwent a primary tmt arthrodesis surgical procedure using a paragon 28 intramedullary nail. The nail broke and was revised on (B)(6) 2018 using a paragon 28 plate and crossing screw. The implants associated with the case were not returned to the manufacturer for physical analysis, and are not expected to be returned. No patient information was reported. The date of implantation was not reported. Part and lot numbers are unknown.